Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, h8, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: all-poly patella cemented, item#: 42540200035, lot#: 64435173. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial total knee arthroplasty, when clamping the patella during cementing, the patella was indented by the patella clamp. Patella was removed and replaced with another patella the same size with a different clamp. There is no additional information at this time.